Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface between epic and pyxis is down. A technical support specialist ran the script to check the connection status and found that care fusion coordinate engine had stopped communicating at 1:30 am and then checked health sight viewer and observed that some stations were on communications offline while others were on manual communications offline, which resulted in delayed and stopped messages and restarted the bd external messages, bd external communications, and external bd external inbound services. After waiting a few minutes, communication from interface engine server team still had not resumed and the customer later confirmed that the issue was resolved after a ticket was logged with hospital information technology and they fixed the problem to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user noted that the system was on critical override mode. As a result, medication orders were not crossing over from epic to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.